Event description:
New information received notes that the patient presented in clinic and upon interrogation, post-paced t-wave over-sensing had re-exhibited on the implantable cardioverter defibrillator. Programming changes were made. Patient condition was stable.

Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator re-exhibited post-paced t-wave over-sensing. Further information was requested but not received.